Manufacturer narrative:
A ge svc rep performed an onsite investigation. The general purpose operating sys was identified as being faulty. A replacement part was delivered by the inhouse biomed. The field engineer confirmed that the sys was operating as intended once the gpos was replaced.

Event description:
The customer reported that the sys intermittently would not boot up. There is no report of pt injury.